Event description:
The technician reported, the brakes at the head end of the bed will not hold. The bed was located in the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the head end brakes were not holding due to the teeth inside of the brake casters being worn from normal wear and tear. The issue was found during a between patient inspection. The technician replaced the head end brake casters to resolve the issue. Based on this information, no further action is required.